Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. During an accessory pathway procedure, a cardiac tamponade was diagnosed via stat echo after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing 800 cc. Of fluid. The patient was stable at the time of the call. Patient was transferred to intensive care unit (ICU) for observation. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. The patient was admitted for observation. The generator used was a smartablate. Anesthesia was supporting pressure prior to ablation. A transeptal puncture was performed using baylis products. Ablation was performed using the thermocool® smart touch® sf bi-directional navigation catheter in standard settings for irrigation. No errors were encountered during the procedure. Force was observed with dashboard, vector, graph and visitag settings were range: 2.5 mm, time: 3sec, force over time (fot) 25% min of 3, resp gated and colored with ablation index..